Event description:
It was reported that the pump generated a 'latch not attached' alarm while connected to a patient. At the time of the event, the pump was actively delivering a continuous infusion at 5.22 ml/hr with a total reservoir volume of 240 ml. The infusion had been running for approximately 46 hours prior to the alarm. The pump was not used to prime the extension tubing, and no alternative priming method was applicable. The patient was not medically affected by the alarm condition. No additional complications were reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. D4; the serial number provided is not a registered serial number.

Manufacturer narrative:
H3: neither sample nor pictures were received for the analysis of this complaint. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period